Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Strings break off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the strings break off. No injury reported.